Manufacturer narrative:
Product analysis summary: engaged non medtronic devices included a wire, an introducer sheath, and a distal piece of a guide catheter. The catheter was cut, the extension line of the sheath was cut and the wire was kinked on the proximal end. The distal wire lumen of the export was removed from the distal section of the guide wire. The tubing was torn/detached from the export catheter. The remainder of the export catheter was not returned for analysis. The marker band was not found in the returned devices. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an export aspiration catheter in a patient with multi vessel disease. The export was first used in the rca with no issues noted. The device was then used in a tortuous lad. No resistance was encountered. The physician reported that the device marker came off as the catheter was being advanced and positioned. The physician ended up pulling everything out as a unit with the wire and sheath, including the marker. No part of the device remained in the patient. No patient injury is reported. On review of the returned parts, the marker was not present, which was highlighted to the physician. It was confirmed under fluoroscopy that no part of the device remained in the patient.